Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump received error code 46876 with red screen and symbols, and ¿remove and reattach cassette¿ message had appeared. It was further reported that patient data and settings were lost, and the pump alarmed with three separate error codes before eventually wiping all settings. The event occurred during infusion, with no harm reported. It took place at the patient¿s home, and the device was operated by a healthcare professional. The medication involved during infusion was fluorouracil.